Manufacturer narrative:
Other, other text: investigation results completed on a smiths medical ambulatory syringe infusion pumps/medfusion 4000 pumps. The complaint of cracked plunger was revealed upon visual inspection. Physical damage to left and right plunger case along with case seal damaged. The cause was isolated to screw mount on the left plunger case was broken and right plunger case damaged. This is believed to be related to customer care. Action was taken to replace damaged left and right plunger cases. Device passed all functional testing.

Event description:
Oracle ro : (B)(4) cracked plunger.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps has a cracked plunger. No patient adverse events reported.